Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl). Reportedly, customer believes tubing was not connected to the infusion site securely. Customer re-attached tubing to site and administered a correction bolus with the pump to stabilize bg levels. Recommendation was made to discuss diabetes management with health care provider.